Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Reporter alleged that the front of the blood glucose device was melted. The customer stated that the device had not been exposed to any external heat source. No adverse event was reported. The serial number was not provided. The blood glucose device was discarded; therefore, no product could be requested to be returned for product evaluation.